Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter started to display the battery indicator symbol "2 weeks ago" and allegedly developed symptoms after the issue began. The medical surveillance specialist (mss) was unable to reach the patient for additional information; therefore, this complaint is being classified based on the customer care advocate (cca) documentation. The patient allegedly developed the sweats 20 minutes after the battery indicator symbol appeared. Information about the events leading to the patient's symptoms is unknown, such as the patient's health condition at the time, food intake, activity levels, and previous meter readings. It is also unknown when the last successful meter result was obtained on the subject meter. It was noted that the patient continued to take his usual dose of diabetes medications (1000 mg metformin) after the power issue began: the dates/times as to when the patient took his metformin was not specified. The patient did not test on any other devices at the time of concern and reportedly did not receive any form of treatment as a result of the reported issue. The customer care advocate (cca) went through troubleshooting with the patient and noted that the battery was not replaced per the owner's manual (use error). Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia 20 minutes after the battery indicator issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.